Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl and was hospitalized on (B)(6) 2015. Customer was vomiting and had a fever. Customer's mother declined to troubleshoot the insulin pump since there was a kink in the tubing. Customer was treated with an insulin IV drip. Customer had diabetic ketoacidosis and was wearing the pump at the time of the hospitalization. Customer was treated for 2 days and then released. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.